Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The stent was implanted in the patient and not returned for analysis. The event as described could not be confirmed. The instructions for use (IFU) identifies neurologic insufficiencies including stroke as a possible complication associated with use of the device. H3 other text : implanted in patient.

Event description:
It was reported that a patient that had a stent implanted in the mca bifurcation weeks prior presented with a m2 segment stroke. The stent had stenosis and thrombus. A balloon could not be inserted into the catheter for angioplasty due to stenosis. It was possible to aspirate thrombus at the proximal part of the stent. The patient has core infarct and left-sided weakness.